Manufacturer narrative:
H.6. Investigation summary: three samples were returned to our quality engineer for investigation. Upon inspecting the product, a leak between the protector and vial was observed on one of the samples. It was noted that the needle on the protector did not properly penetrate the stopper of the vial, it was out of center. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see section h.10.

Event description:
It has been reported that the bd phaseal¿ protector p14j has been found experiencing three cases of leakage during use. The following has been provided by the initial reporter: connected with the vial of panitumumab. Leakage occurred between the vial and the protector.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd phaseal¿ protector p14j has been found experiencing three cases of leakage during use. The following has been provided by the initial reporter: connected with the vial of panitumumab. Leakage occurred between the vial and the protector.